Event description:
Clinic reports that the luer lock adaptor disassmebled from the syringe barrel. They reported that this has happened a few times and there has been no patient impact associated with this event.